Event description:
Ous MDR - after the implant duration of about 53 months oversensing with inappropriate shocks was reported. No further adverse patient side effects were reported. The lead and the device were replaced. The implant date for this device was not provided.

Manufacturer narrative:
The devices under complaint were subjected to an extensive analysis. The inspection of the lead demonstrated a rubbed through insulation. This damage can be considered to be the root cause of the observed oversensing issue as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. However, the position of the implanted system could not be evaluated, since diagnostic images, i.e. X-rays, were not available for analysis. Further damages such as the torn off distal part of the lead are most likely related to the explantation procedure. There was no sign of a material or manufacturing problem found during the analysis.